Event description:
It was reported to philips that the system intermittently did not startup at 00:00. The device use was unknown at the time of the event. No harm was reported to philips. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system intermittently did not startup. A review of the system logfile confirmed the malfunctioning of the flex vision pc, where the host-pc could not connect to the flex vision-pc. Upon functional testing the fse, checked and found that the host pc not being able to communicate with the flex vision pc via ping and confirmed that the flex vision pc was defective and need replacement. The defective flex vision pc was returned for analysis, and it confirmed power supply issue. To resolve the reported issue the fse, replaced the flex vision pc, loaded firmware, os and app sw, and configured it. After replacement and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.